Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the system with this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing that triggered inappropriate atrial tachy response events. Furthermore, the ICD delivered inappropriate anti-tachycardia pacing (atp) and shocks due to the atrially driven arrhythmia. Technical services (ts) assessed the episodes and determined that the atrial oversensing triggered the ICD to deliver therapy and did not convert the rhythm. Ts recommended to consider reprogramming options for the ra lead and found impedance measurements to be within normal limits. No adverse patient effects were reported. The ra lead and ICD remain in service. Additional information was received that programming adjustments were made to the ra lead to correct the oversensing. No additional adverse patient effects were reported. This ra lead and ICD remain in service.